Manufacturer narrative:
(B)(4). The device was returned to animas and investigated by product analysis on 12/17/2015 with the following findings. On investigation, the display screen was found to be dim/faded/discolored. Investigation duplicated the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.